Event description:
In 2008, customer's daughter reported her mother received a reading of 205 mg/dl on her freestyle freedom lite blood glucose meter at 1:00 am (date of reading not available) and self-administered insulin. Customer then went to sleep and her daughter found her mother suffering ''very low blood sugar, and was completely out of it". Paramedics were called and they administered "sugar", bringing up her glucose from 30 mg/dl, obtained at 1:00 pm, (unknown what meter this reading was obtained on) to 82 mg/dl. While waiting to make sure customer was stable, they noticed her glucose again dropping and suggested transporting customer to a local hospital. While attempting to gather additional information on this event, customer's daughter declined to provide any further information and disconnected the phone call. It is unknown if the customer was transported to a hospital or what treatment was rendered.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.